Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the evaluation a reportable event: glue of objective lens of the distal end section was peeled off. Olympus could not specify the root cause of the reported event. Based on the investigation results, the probable cause is that the defect was caused by external factors, or handling. The reported event can be detected and prevented by following the instruction for use (IFU). The instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.